Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The clinic provided a response to our request for additional information and a discharge summary for the patient on 9/19/2019. A peritoneal effluent fluid culture was collected as an outpatient on (B)(6) 2019. The patient was admitted on the same date. The culture was positive for methicillin resistant coagulase negative staphylococcus (species not provided). A cell count collected the same day demonstrated a discolored effluent fluid (yellow) with a turbid appearance and white blood cell count of 792 mm3 , red blood cell count of 48 mm3, polymorph cells = 7919%, and mononuclear cells = 479%. The discharge summary confirmed the patient¿s pd catheter was surgically removed (date not provided), however minimal detail is provided regarding the patient¿s hospital stay and treatment of the infection/peritonitis.

Manufacturer narrative:
Corrected information: admission date provided 9/19, for initial- should be 9/09/2019 - inadvertently kept date of first call. Clinical evaluation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events of peritonitis which warranted hospitalization and the surgical removal of the patient¿s pd catheter (not a fresenius product). The etiology of the peritonitis remains unknown; therefore, causality cannot be determined. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Based on the totality of the information available, the liberty select cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the events. Given the lack of product/device availability for manufacturer evaluation, no established cause for the peritonitis event(s); there is insufficient evidence to disassociate the liberty select cycler and/or fmc cassette from the events. Should additional information become available, the clinical investigation and file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation; a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events of peritonitis which warranted hospitalization, antibiotic therapy and the surgical removal of the patient¿s pd catheter (not a fresenius product). The etiology of the peritonitis is unknown; therefore, causality cannot be determined. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and/or fmc cassette cannot be excluded from having a possible causal or contributory role in the events. Given the lack of product/device availability for manufacturer evaluation, no established cause for the peritonitis event(s) and conflicting reports of pd catheter replacement; there is insufficient evidence to disassociate the liberty select cycler and/or fmc cassette from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and had their catheter surgically removed. The pd registered nurse (pdrn) indicated that the catheter was not replaced due to multiple episodes of peritonitis (number of occurrences not specified). Specific details regarding the dates of peritonitis events, hospitalization, or causes for these events were not provided. Multiple follow up attempts for additional information were performed, however, to this date a response has not been received.